Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. There was no button error alarm during testing. The insulin pump had a crack on the top of the window. The device was received with cracked reservoir tube lip, minor scratches on the display window, cracked case at the display window corner, broken belt clip slot and stained end cap sticker.

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer's blood glucose level was 154 mg/dl. Customer stated that they received a button error alarm and the insulin pump is cracked. Troubleshooting for keypad anomaly was performed and customer stated that the act button is unresponsive. Customer could not recall any significant events leading to the keypad anomaly. Customer advised the insulin pump is cracked on the screen and the casing. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.